Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that during a patient hemodialysis (hd) treatment the fresenius 2008k2 machine had an unstable transmembrane pressure (tmp). It was reported that the patient was moved to another machine to complete treatment with new supplies. It was also reported that there was blood loss experienced by the patient. However, patient¿s estimated blood loss was unknown. It is unknown if there was any patient adverse event or medical intervention required. Additional information was solicited; however to date none has been received.

Manufacturer narrative:
Correction: plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A lot number or catalog number was not provided for the reported complaint event. Additionally, a delivery history was not provided for product delivered to the customer in the three months prior to the complaint occurrence date. Multiple follow up emails were sent to the customer in attempt to gather additional information. As dialyzer product information has not been received, a lot history and production record reviews could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.